Manufacturer narrative:
Implicated product is a port with attachable 8.0 fr. Catheter in a percutaneous introducer system. Product received for eval is a plastic port with an attached single lumen catheter. Complete assembly measures 8.2 inches long. Viewing port from above with port stem pointing towards examiner, there are single monofilament blue nylon sutures at 9 and 3 o'clock positions. A small number of needle puncture sites are found in septum and blood residue is trapped between cath-lock and catheter tubing. Three individual depth markers are printed on catheter's outer diameter. 3-dot marker is most proximal, 2.0 inches from assembly's proximal end. Catheter tubing is without bends or kinks. A lot history review reveals no related mfg issues and no other complaints for this lot. Complaint file documents that device had been placed in right internal jugular vein and distal tip placement in lower vena cava verified with x-ray. Device functioned as intended day of placement, however, aspiration could not be achieved following day. A dye study at time confirmed catheter had "coiled back into right side of neck." Tactile and microscopic (5x - 25x) examination of catheter is unremarkable. Port and catheter patency is demonstrated by flushing water through assembly with a 12cc syringe armed with a 20 ga. Non-coring needle. Though attempted, aspiration could not be accomplished. Magnified 15 times, valve opens appropriately for infusion, however, when applying negative pressure by drawing back on syringe plunger, valve walls close against each other and prevent aspiration. No physical devformity or defect is noted in valve construction or placement. No leaks are noted when occluding catheter's distal tip and hydraulically pressurizing assembly to sustained pressures greater than 25 psi. Microscopic exam shows needles puncture sites in septum are found to be result of non-coring neeldes and samll impressions in cath-cock plastic and holes in silicone strain relief suggest gripping with a serrated instrument similar to a hemostat. Complaint of aspiration difficulty is confirmed, mfg related. Complaint file will be forwarded to catheter team for review. Complaint relating to involuntary catheter malpositioning is inconclusive, since this cannot be recreated in our lab. However, no catheter defect that would lead to this is found. Spontaneous retraction of a catheter is usually related to placement technique, however, it is a recognized compication associated with implanted cv devices and is addressed in product instructions for use. Instructions for use also recommends catheters should only be clamped with smooth-edged atraumatic clamps or forceps to prevent mechanical damage to silicone material.